Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 1871d, expiration date and frequency unspecified). After an unspecified duration, she noticed that the flosser broke apart at the edge. She stated that it occurred every time when she went to use the device. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 1871d. A review of the device history records, incoming inspection, supplier certificate and retain sample evaluation documentation did not indicate reach access daily flosser failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 1871d, expiration date and frequency unspecified). After an unspecified duration, she noticed that the flosser broke apart at the edge. She stated that it occurred every time when she went to use the device. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.